Event description:
On 4/26/01, it was reported to arthrocare corporation that a pt who underwent a tonsillectomy with uppp had experience post-operative bleeding. The pt was assessed by the primary operating surgeon 2-3 times post-operatively during which time "oozing" of the surgical site was noted. It was reported that the pt sought treatment from a secondary physician at an emergency room in 4/2001 to stop the bleeding. As of 4/2001, pt was reported to be doing well with no more instances of bleeding. No further info is available.